Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other four graftmaster stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the left main coronary artery became perforated during the procedure. A 4.0 x 19 mm graftmaster stent was cut in half to prior to use to fit the artery and was remounted on to the balloon delivery system. This stent was implanted, but the stent did not seal the perforation. A 3.5 x 26 mm and a 3.5x19 mm graftmaster stent was inserted to treat the left anterior descending (lad) and left circumflex (lcx) coronary arteries respectively, but these were unable to cross the lesions. A 2.8 x 19 mm and 2.8 x 16 mm graftmaster stent were deployed in kissing style in the lad and lcx respectively, but these did not seal the perforation. The patient was taken to the operating room for bypass surgery, but the patient expired due to uncorrectable bleeding from the left main perforation. No additional information was provided.